Event description:
Related manufacturer reference number:2017865-2020-15222. New information noted that the right atrial lead and the right ventricular lead both exhibited oversensing noise. Both leads were explanted and replaced. The patient was stable and in recovering condition.